Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump was damaged. The customer's blood glucose level was unknown. The customer reported that the insulin pump had rejected new batteries, had failed battery alarms, the side where the medtronic logo is was burnt brown, when they put in the new reservoir the plastic broke off and had received shock, had grinding noise during rewind, had error codes, battery life was decreased and had been replacing battery every 3 weeks. The insulin pump will be returned for analysis.